Event description:
It was reported that this event involved a "tiny" patient who first had a 34 cc (iab) other manufacturers intra-aortic balloon. (Iab) inserted in 2001 which was connected to another manufacturers iab pump. The iab was removed due to rupture. An arrow iab was placed. The pump alarmed. No blood was seen. The following day blood was seen "near the bifurcation". Removal was attempted, but resistance was met. A surgical removal was performed. There were no associated patient complications.